Manufacturer narrative:
Database update limited characters; d4 UDI: (B)(4). Per the instructions for use (IFU), structural valve deterioration (wear, fracture, calcification, leaflet tear/tearing from the stent posts, leaflet retraction, suture line disruption of components of a prosthetic valve, thickening, stenosis), is a potential adverse event associated with bioprosthetic heart valves. Per a technical summary written by edwards lifesciences, calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to subsequent anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprosthesis from calcifying. In this case, there was no allegation or indication a manufacturing non-conformance contributed to this product problem. Investigation results suggest that factors indicated above caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
As reported by the field clinical specialist (fcs), approximately 7 years and 8 months post tavr with a 26mm sapien 3 valve in the aortic position, the patient is reported to have valve dysfunction characterized by calcification and stenosis. The patient was symptomatic and hospitalized with heart failure. Intervention was required, and the patient was being evaluated for a transcatheter heart valve-in-transcatheter heart valve (thv-in-thv) procedure; however, treatment had not yet been performed. At the time of reporting, the patient remained hospitalized and was unable to be discharged until treatment was completed. Measurements of the mean valve gradient and valve area/index were not available and efforts to obtain this information were ongoing. Recent follow-up echocardiography and progress notes were also unavailable at the time of reporting. Upon follow up, the fcs advised that the patient was admitted with heart failure, unable to be discharged. The measurement of the mean valve gradient (mmhg) was 54 prior to reintervention. The thv in thv done on (B)(6) 2026, patient discharged to home.